Event description:
Palcing 18 guage catheter in patient's right forearm. The needle would not easily withdraw. The safety device did not activate. More force was used to withdraw the needle and control was lost and stuck finger with needle.